Event description:
Boston scientific received information that this device was implanted approximately six months ago. The lead impedance measurement is much higher that it should be. The device does not allow for defibrillation testing because of the high impedance measurements. The physician confirmed the lead is not fractured. Therefore, a connection issue was suspected. Boston scientific technical services (ts) suspected that the high voltage leads are reversed in the header. No adverse patient effects were reported.

Event description:
Information was later received that an invasive procedure was performed and concluded that the high voltage leads were reversed in the header. Difficulty was experienced in unscrewing the setscrews. After the lead was removed, the setscrew in one port was functional. The decision was made to explant the device. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.